Manufacturer narrative:
The device was received for evaluation containing approximately half the bag full of an unspecified chemotherapy solution. Due to the samples being contaminated with chemotherapy drug, visual inspection performed in a fume hood was unable to positively identify or locate particle or pm in the solution or bag. The reported condition was not verified. There are controls in place related to this failure mode. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside non-dehp fluid path intravia container during the labeling stage of production. There was no patient involvement. No additional information is available.